Manufacturer narrative:
Medtronic received the following information from a journal article entitled; secondary interventions and long-term follow-up after endovascular abdominal aortic aneurysm repair geraedts mc a mulay s, vahl a, wisselink w, koelemay wj m , balm r annals ofvascular surgery 2021; 71: 381¿391 https://doi.org/10.1016/j.avsg.2020.07.042. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and non mdt stent grafts were implanted in patients for the endovascular treatment of infra- renal abdominal aortic aneurysms. 16% of the patient cohort required secondary interventions. The following malfunctions were observed; type I endoleak, type ii endoleak, type iii endoleak, type v endoleak, migration, kinking the following adverse events were observed; occlusion, infection, aneurysm expansion, rupture, pseudoaneurysm, fistula <(>&<)> re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.